Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The specific type of baclofen, lot number, concentration and dose were unknown. The patient was paralyzed which was a pre-existing condition and the pump's indication for use (IFU) was listed as intractable spasticity. At the time of the report, the patient was in ICU (intensive care unit) and the healthcare provider thought the patient may have had a seizure on (B)(6) 2016. The patient passed out/blacked out and an eeg (electroencephalogram )was performed as well as "other" tests; however, test results were not reported. An MRI (magnetic resonance imaging) was needed and compatibility guidelines were requested. It was unknown if the problem and symptoms were due to the device or therapy. At the time of the event the patient did not have a managing healthcare provider. The patient had an appointment on (B)(6) for managing the pump and also pain medication. The pump was checked in (B)(6) 2016 and everything was ok and the pump refill was not due until (B)(6) 2016. Additional information has been requested for medication used in the pump, other medications that the patient was taking at the time of the event, medical history, test results, further clarification regarding the seizure and it's relationship to the device or therapy, actions/interventions taken to resolve the issue, and patient outcome. If additional information is received, a follow-up report will be submitted.